Event description:
It was reported that abnormal impedances were measured on contact 10 after connecting the extension to the implantable neurostimulator (ins). Abnormal impedances were measured on the extension on the other side. The deepest contact of the extension had abnormal impedances. Both of the extensions were replaced and impedances were then measured to be okay. The issue was resolved. There were no patient symptoms or complications associated with the event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the conductor on the extension body was broken less than 5 cm from the proximal end. The #0 conductor was broken 2.8 cm from the proximal end. Analysis of the extension (s/n (B)(4)) found the conductor on the extension body was broken less than 5 cm from the proximal end. The #3 conductor was broken 2.7 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.